Event description:
After placement into the patient, the tip of the ivus catheter broke. The catheter was removed and replaced with no harm to the patient. Manufacturer response for opticross hd coronary imaging catheter, opticross hd coronary imaging catheter (per site reporter) [redacted date] per site, reported directly to mfg.